Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a patient was receiving remicade infusion. The medication still had about 100ml left after running the pump at 125ml/hr. Additional information was provided that the pump was in use during the event with the length of infusion (total programmed volume) of two hours; 250 ml at 125 ml/hr. No alarm occurred. The set flow rate was 125 ml/hr. There was no patient injury reported.